Event description:
It was reported via post market registry that the patient did not respond to a bolus dose or an increase in baclofen. The hcp suspected that the catheter may have had a kink or that bone growth around the catheter may be "impending baclofen". The patient was received lioresal 200 mcg/ml at a daily dose of 599 mcg/day. The device was explanted/replaced and the patient recovered without sequela.